Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Additionally, the customer reported their blood glucose was "going crazy" and values were not provided. The customer declined tandem technical support follow-up.